Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1634 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Brightness screen test passed. Voltage check test passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A relative of a peritoneal dialysis (pd) patient reported a cycler powered down during step 7 of setup and then cycler would not turn on during power up. The patient contact stated when setting up the liberty select cycler last night and during step 7 the cycler went off and there was a burning smell coming from it. The patient checked everything and then turned the power switch off. The patient turned the switch back on but nothing happened. The cycler did not power on at all. The patient was not connected. The display was blank. There was no sound when the buttons were pressed. The patient switched the cycler on but there were no lights on the buttons. There was no power outage and the power cord was securely plugged in. The fresenius technical support representative advised the patient the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment. According to their nurse, the patient does treatment only three times a week. The patient was able to receive all treatments for that week once the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.